Manufacturer narrative:
(B)(4).

Event description:
It was reported that high voltage vectors were switched twice after out of range impedance was observed. Therapies were aborted due to out of range impedance on the rv to svc and can vector, and rv to can vector. The rv to svc impedance was normal. The patient was successfully converted patient's arrhythmia. Device replacement was suggested. The patient was stable post procedure.